Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was hospitalized for IV antibiotics (specific date and duration not reported) however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 13, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.